Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during implant this lead had difficulty with helix extension, and once the lead was connected to the device there were observations of noise that was oversensed. They tried to reposition the lead, however the helix would not retract and the lead had to be extracted with helix partially out. A new lead implanted successfully. It was reported that there were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis and x-ray confirmed fracture of the inner coil near is-1 terminal pin, and damage to the lead body that was consistent with report of damage during explant. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during difficulty with helix extension caused the inner conductor coil to break. This issue likely contributed to the observations of noise and helix not able to retract during attempt to reposition the lead.